Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a review of the pump¿s black box and alarm history showed multiple cs 054 and cs 052 call service alarms. The pump powered on and emitted a cs 054 call service alarm. The pump case was removed and evidence of moisture damage found throughout the inside of the pump. Additional testing was not performed due to the recurring call service alarm. Unrelated to the complaint, investigation revealed that the display was dim, and discolored and the battery compartment was cracked.